Event description:
The customer reported that a fire occurred; however, the fire was not caused by the bed. Per the customer, "it appears the fire may have been started by the patient, possibly due to smoking." Following the event, the bed, mattress, motor, and concentrator were found intact. The only damage to the bed motor was water exposure that occurred when water was thrown on the patient to extinguish the fire. The patient sustained injuries as a result of the fire. According to the patient's family, these injuries may have contributed to the patient's subsequent passing.

Manufacturer narrative:
The customer reported that a fire occurred; however, the fire was not caused by the bed. Per the customer, "it appears the fire may have been started by the patient, possibly due to smoking." Following the event, the bed, mattress, motor, and concentrator were found intact. The only damage to the bed motor was water exposure that occurred when water was thrown on the patient to extinguish the fire. The patient sustained injuries as a result of the fire. According to the patient's family, these injuries may have contributed to the patient's subsequent passing. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.